Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unit was received with corroded motor home switch, cracked case at display window corners, and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. When he inserted a new battery, vertical bars appeared on the screen and then went back to the self-test screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.